Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarms may be due to site, set or reservoir issues. The customer blood glucose level was unknown. Customer declined to continue troubleshooting. Customer stated that they had tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.